Manufacturer narrative:
Product event summary: the partial lead was returned in segments. Analysis was performed and no anomalies were found. Visual summary analysis showed an indication of apparent explant damage.

Event description:
It was reported the patient developed endocarditis and an infection. The device and lead were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.